Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed button error and cannot be cleared. Customer was going to be out of town for holiday for 10 days. Customer reverted to using insulin pen as back up plan. Nothing further reported.